Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue injury, increased mitral regurgitation, and surgical intervention. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat a functional mitral regurgitation (fmr) with a grade of 4. A mitraclip ntw (20119r147) and mitraclip nt (20224r128) were selected for treatment and deployed with no reported issues. The procedure was completed with a mr grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. On (B)(6) 2022, the patient came back for a follow-up and it was noted that the patient's mr increased. The patient was referred to surgery and the surgeon noted a tear/perforation in the anterior leaflet. It was indicated that the first clip (20119r147) was stable and well seated on both leaflets. The second clip (20224r128) was the clip which had the perforation but also appeared stable. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported tissue damage could not be determined. The reported mr appears to be a cascading event of the tissue damage. Furthermore, the reported patient effects of tissue injury and mr are listed in the IFU as known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was further reported that when the patient had returned for a follow-up, the mr had increased to 4+. The patient underwent valve replacement, and the patient did well. No additional information was provided.